Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The nurse reported via phone call that they were hospitalized experience the high blood glucose. The customer¿s blood glucose level was of 400 mg/dl. At the time of incidence. Customer assisted to troubleshoot for high blood glucose level. The customer was advice to discontinue the insulin pump and revert to backup plan. The device will not returned for analysis.